Event description:
It was reported that during right ventricular (rv) lead implant procedure, physician reported the tip/"screw-in" does not work. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent and would not retract. Visual summary analysis of the lead indicated damage at implant.